Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have thermal damage at the distal clevis. Material appears to have burnt off from the charring that occurred on the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the distal clevis show thermal damage. Common causes of the failure mode thermal damage instrument distal clevis are primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the permanent cautery hook had a burnt tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage to the instrument was first observed after the procedure during central processing, not intraoperatively. No arcing was observed during the surgery, and there was no injury to the patient. The instrument was inspected prior to use with no damage noted. The surgeon, known to stack instruments to double burn using both monopolar and bipolar energy, may have contributed to the damage. There was no collision with an energy instrument during the procedure, and the surgery was completed using the same instrument.